Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision reported based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 23 years postop the initial implanted cemented left femoral stem and 51mm bipolar with 28mm zirconia head, this (B)(6) y/o male patient was converted to a total hip arthroplasty, due to the cartilage in the acetabulum was worn and had become painful. The patient was converted to a total hip. Cemented stem was retained as it was well fixed. The 28mm head was exchanged for a 36mm metal +5 head. Patient was last known to be in stable condition following the event. Surgeon wanted to retain revised component.